Manufacturer narrative:
The field service engineer (fse) observed low vacuum out of range system message. The fse noted a faulty pneumatic card causing the low vacuum errors. The fse tested the output of the low vacuum regulator, and it responded accordingly, however, the system's display responded output was incorrect. The fse replaced the pneumatic monitor board and resolved the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the pneumatic monitor board. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported low vacuum out of range error involving the coulter lh 500 hematology analyzer. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.